Event description:
Per the clinic, during the patient's initial surgery in 2005, the patient experienced a csf gusher that was controlled during the surgery and electrodes were inserted successfully. Starting approx eight months later (day not reported) the patient developed multiple middle ear infections with ear discharge that were treated with antibiotics (type not reported) with no cure. The patient developed a perforation in the tympanic membrane which the electrode is visible through. Explant and reimplantation is planned, but had not taken place at the time of this report in 2009.